Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has a lead placed subcutaneously in the occipital region (off-label). It was reported the pt is experiencing unpleasant positional stimulation. The pt stated his stimulation turns off and on when he moves his head upright and down. Reprogramming did not resolve the issue. A lead diagnostic showed all contacts have high impedance. Image taken showed the lead is fractured. Surgical intervention may be undertaken at a later date.